Manufacturer narrative:
A ge service representative performed an onsite investigation. The video control board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system was intermittently unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.